Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system do not boot up. Upon troubleshooting fse found that there are many flex vision grabber card errors on boot up causing the system to not boot up. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis, the frame grabber captures the video from the allura system. To resolve the issue fse replaced flex vision pc. After replacement of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up in the morning. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.